Manufacturer narrative:
No complaint was received with the return of the device. Failure of event observed during analysis. Final analysis found an external insulation abrasion breaching the outer insulation at 11.5-11.8 cm from connector pin consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.